Manufacturer narrative:
No injector was returned for evaluation for the report of the haptic being bent when using the injector to deliver the lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the plunger of the handpiece bent the haptic of the lens. Additional information was requested.